Event description:
The end user alleged a bolt fell off the bottom of the chair. He states the bolt that holds the shock absorber to the suspension is broken. The end user alleged the chair is folding in on itself but the dealer couldn't confirm issue

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.